Event description:
Customer called and indicated that their meter was not reading properly. Customer is not sure how meter was reading but was hospitalized due to low readings. Customer asked to return meter for further evaluation, and a replacement was provided.